Manufacturer narrative:
Additional data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified striated broken on anterior, sharp broken on posterior and missing shell. Base on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior assessed as an unidentified (tear) opening. A striated broken on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.